Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1. A tissue build-up on the electrode 2. Elevated contact resistances due to poorly or insufficiently placed contacts on the working element or the connection cable 3. Elevated contact resistances due to defective contacts on the working element or the connection cable. This may happen in particular if the instruments are not connected correctly, and the generator is activated. A contact that was damaged in this way must not necessarily cause a failure immediately, but it may gradually degenerate and may trigger the error message described at a later stage. 4. The instrument is inside a gas bubble during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus error code e006 (temporary failure) while using hf unit "esg-400". The malfunction was found during a therapeutic transurethral resection of the prostate procedure and completed with a similar device. There were no reports of patient or user harm associated with this event.